Event description:
The account's maintenance stated, the patient exited the bed and the bed did not place a nurse call but did alarm in the room.

Manufacturer narrative:
The account's maintenance replaced the sidecom circuit board to repair the bed.